Event description:
It was reported that patient presented for schedule procedure. Prior to procedure, it was noted that right ventricular (rv) lead was oversensing noise due to suspected lead damage. The lead was capped on (B)(6) 2024 and replaced with new lead. There were no patient consequences.